Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
The pt reported that on (B)(6) 2012, he felt and his blood glucose measured 370 mg/dl. He bolused through the infusion device and one hour later his blood glucose measured 270 mg/dl. He found a large air bubble in the insulin cartridge and while trying to remove the bubble he had issues with the piston rod of the infusion device. He bolused 20 units of insulin through the infusion device and after one hour his blood glucose measured 280 mg/dl. He bolused 5 units of insulin and was unable to lower his blood glucose. He switched to a previous infusion device and was able to successfully bolus. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.